Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported ambulance visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient called paramedics due to hypoglycemia on (B)(6) 2025. The patient's blood glucose level (bgs) dropped to 2.7 mmol/l (48.6 mg/dl) while wearing the pod between 5 and 24 hours. The patient began experiencing sweating, nausea, shaking, dizziness, loss of energy, not being able to move, speak, feeling like they are about to loose consciousness. The patient self treated with honey and jelly beans, so by the time the paramedics arrived their bg levels began to rise, but the paramedics removed pod and stayed for over an hour until the patient felt better. The pod has been discarded.